Manufacturer narrative:
The actual sample for this event reportedly is available. A follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.

Event description:
The baxter sales rep (bsr) indicated that the customer report a patient was receiving an infusion of levophed 7.5cc/hour and propofol 14.4cc/hour using an elam four way standard bore stopcock which broke resulting in transient hypotension in late 2008. The risk manager indicated no interventions were needed, the blood pressure was restored and the patient outcome was good.